Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after it was initially white and beeping. Flashing, white, blank display troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of the incident. The display was completely off. The customer stated that the battery cap, compartment, and springs were not damaged. The customer stated that they fell on the insulin pump and it started alarming. Bumped, dropped, damage troubleshooting was performed. The customer stated no physical damage but there was noises. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self-test, sleep current measurement, active current measurement, and the displacement test due to display anomaly. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.